Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 151mg/dl at the time of the incident. The customer reported that they got a new pump and needed assistance to set it up. The customer stated this morning blood glucose was 444mg/dl and she was not on the pump and gave herself a shot. The customer was not offered troubleshooting as customer was not on the pump. The customer reported that they got reprogram alarm during the first rewind. The customer was advised to clear the alarm and monitor the pump. The insulin pump will not be returned for analysis.